Event description:
The lay user/reporter contacted lifescan in 2007 and alleged that the patient's one touch ultra meter was not powering on. The reporter mentioned that the patient had dropped the meter in water about 25 minutes prior to the call (use error). There was water behind the meter's display and it did not power on. The reporter further stated that the paramedics were called since the patient was not able to check her blood glucose and was experiencing symptoms of "high" and was irritable. The emt meter result was "over 500" and the patient was given a shot of insulin. Although there is insufficient information regarding the events prior to the patient experiencing the symptoms, this complaint is reported because the patient alleged he was not able to test on the meter due to the power issue and was treated by the paramedics with insulin for hyperglycemia. The patient dropped the meter in water (use error). A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.